Manufacturer narrative:
(Complaint number: (B)(4)). No samples were received from the customer. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint to our supplier for their investigation and comments. A check of production records of the concerned material/batch shows no documentation indicating deviations. Retain samples were visually inspected and no defects were observed in the safety lock parts for any of the checked samples. The safety mechanisms were activated. They were found to work properly and lock with audible click. The locked protectors were manually manipulated but the safety lock mechanisms did not release back. Functional testing was performed. Move force, pull force between hub and protector (after lock) and return force (after lock) were all measured; all results are within specification. The complaint could not be confirmed.

Event description:
Customer states that the employee activated the safety lock and heard the audible click sound which would indicate the needle had been retracted into the safety shield. It appeared that a small tip of the needle was still exposed. This collection resulted in a needlestick injury.